Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a unknown size aortic abdominal aneurysm. It was reported that the left limb (etlw1616c93e) had migrated on an unknown date, eight months post index procedure and was treated at the time and extended with an endurant ii limb etlw1610c199e, which resolved the event. As per the physician the cause of this event is anatomy. It was reported that when the patient returned for routine follow up four years and nine months post index procedure, a CT showed the right limb (etlw1620c93e) has migrated into the aneurysm sac as a result of a apparent type ib endoleak. As per the physician the cause of the right limb migration is anatomy, the limb migrated due to the type ib endoleak from a patent lumbar artery. The patient was noted to have a short (25mm) common iliac artery. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information: it was reported that the patient was treated with a limb extension on the right side on (B)(6) 2020. The stent graft limb etlw1628c124e was used to extend the hypogastric and final angio showed no type ib endoleak film analysis: the reported right limb migration and resulting distal type I endoleak was confirmed. The exact cause cannot be determined. The anatomy at implant is unknown and earlier post-implant CT¿s were not returned for comparison. The right limb od which had pulled out of the right common iliac measured 22mm, and the origin of the right common iliac artery measured ~29mm in diameter; therefore, disease progression (vessel dilatation) may have been a likely contributor. Disease progression and the reported short (25mm) common iliac artery may have also led to the left limb migration and resulting distal type ib endoleak. The reported type ii endoleak may have also contributed to the events. If information is provided in the future, a supplemental report will be issued.